Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss prior to implant. The icm was not implanted on (B)(6) 2026, and successfully replaced. There were no patient consequences reported.

Manufacturer narrative:
The reported event of a loss of bluetooth telemetry was confirmed by analysis. The device arrived unable to interrogate. Final analysis found a high current drain on hybrid and the battery depletion to be premature. Analysis performed showed the accelerated depletion of battery was due to high current in the hybrid, consistent with an anomalous integrated circuit (ic). A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.